Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported the patient needs to have the ins removed. Patient stated she needs it removed because it is not helping her, it is causing her more pain. The stimulator is not working. Stimulating things it should not and it kills her back and it has never worked for her right. Patient was redirected to follow up with health care professional (hcp) to discuss removal. Hcp listings were sent because patient needs a new health care professional (hcp) to remove the ins. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient needed the stimulator taken out as it was bothering them a great deal. They wanted the manufacturer to send the patient's healthcare provider something saying that it was ok to have it taken out and it was reviewed that this decision was made by the doctor. No further complications reported.